Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty on (B)(6)2009. Subsequently, patient was revised on (B)(6) 2010 due to allegations of pain, swelling, inflammation, dysfunction, loss of range of motion and damage to surrounding bone and tissue. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states: " material sensitivity reactions, number 14 states: intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 mdrs filed for the same event (reference 0001825034-2012-01975/01977).